Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient states they were having a procedure done on friday and needs to know how to put her device in MRI mode and how to shut it down properly. Agent walked patient through how to connect to her settings and patient was able to successfully connect. Patient also mentioned that ever since they put the second battery in, they has been having issues connecting to the implant. The caller stated that the ins was implanted in a different pocket than the original ins. Patient stated if they scrunch down in the back they can fiddle and it will hurt her butt. Caller wanted to know if there could be an issue with external equipment. Pss reviewed connection issue is not likely due external equipment and will need to reposition the tm90 to find the ins when attempting to connect. Pss offered to send replacement external equipment but reviewed handset will need to be reprogrammed with the callers ins information prior to the MRI scan. The caller declined and stated that they would follow up with the hcp in regard to having the ins evaluated. The issue was not resolved through troubleshooting. Additional information was received from the patient on 2026-apr-22. They reported that it had been even more difficult to connect with their last implant. The patient confirmed it had been difficult because the ins had been "a lot deep."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.